Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. However, there is no objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd effluent grew staphylococcus epidermis which is a bacterium that normally resides on human skin. Therefore, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the pd nurse.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient was experiencing abdominal pain and on (B)(6) 2020 was seen in an outpatient pd clinic. A pd culture was obtained which yielded growth of staphylococcus epidermis. The patient was subsequently treated with antibiotics; vancomycin 2 grams and fortaz 1 gram, via intraperitoneal (ip) administration. Following the initial antibiotic therapy, the patient was continued on vancomycin 2.5 grams for 21 days. Per the pd nurse, the patient is recovering and is continuing pd therapy without any issues. The pd nurse stated the patient did not have any fluid leaks or any product related issues that could be associated with the reported event. The nurse attributed the patient's peritonitis to a breach in aseptic technique. The patient was re-educated on infection control practices for pd exchanges.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.